Manufacturer narrative:
Cause not established.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system for aortic arch aneurysm. A total debranch surgery was performed as an accompanying procedure. It was reported that the patient's access vessels were calcified. Dsf2233 / 21093453 was inserted from the right femoral artery access. A resistance was noted when the device was advanced at the calcified site of the right external iliac artery. The physician attempted to insert tgm454520j / 20947648 through the 22fr sheath, but the device did not advance. Therefore, it was decided to change the sheath to 24fr. During preparation for dsf2433 / 20678308, it was noted that the dilator was not locked. Therefore, the physician decided to use another sheath (dsf2433 / 20367732) and continued the procedure. After all stent grafts were deployed. An angiography revealed a possibility that the tgm454520j / 20947648 partially covered the origin of the total debranch unintentionally. Since there were no problems with the flow and pressure to the branches, the physician chose to monitor it. An access angiography revealed a localized dissection in the right external iliac artery. To treat the dissection, a bare metal stent was deployed. The localized dissection was fully covered by the bare metal stent. The patient tolerated the procedure. The physician stated as follows: it seemed that the sheath and the dilator did not engage smoothly. It was difficult to identify the origin of the total debranch because of the angle. There is a possibility that the origin might not covered actually. The access vessel dissociation was within the expected range.